Event description:
It was reported that the physician successfully placed a balloon replacment tube. Ten days following the procedure, it was noticed that the catheter dislocated from the abdominal wall and the balloon was deflated. A laparatomy was performed and revealed 2 liters of nutritional fluid in free abdominal space and an opening in the anterior side of the stomach. The pt was diagnosed with peritonitis and taken to surgery to repair the stomach perforation and gastrostomy. The pt died a few hours after surgery as a result of peritonitis. Case history evaluation states that the balloon may have dislodged on the seventh day; however, was not discovered until the tenth day. No further info is available to date.